Event description:
It was reported that an ilet user¿s dexcom g7 sensor did not connect to the ilet and showed a replace sensor message in alarm history. The user restarted with a new sensor using code 3608, and sensor warmup began with remaining time displayed, while the ilet remained in bg run mode with time remaining before automated dosing would stop. Symptoms included hyperglycemia with a reported blood glucose of 277 mg/dl confirmed by glucometer. Outcomes included continued operation in bg run mode and user education on monitoring during sensor warmup. Investigation included technical support troubleshooting and user reinstallation of the sensor with correct code entry. Investigation of this case revealed that the initial pairing failure resolved after proper sensor start and code entry, with no new alerts reported post-restart. It was concluded that user setup error related to sensor code entry and start sequence likely caused the initial failure to connect, and the device functioned as expected after correct setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.